Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery anatomy issue was most likely patient condition related, as a .035 lunderquist guidewire was used to insert a impella instead of 0.18 guidewire and no product was damaged as per the clinical description provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 51-year-old male undergoing cardiac surgery to be implanted with an impella 5.5 device for mechanical circulatory support. During attempted implant, the guidewire met resistance and was unable to cross the left ventricle. Several failed attempts were made to deliver the impella 5.5 over the steel core .18 wire and v-18. The team decided to place 0.035lunderquist in the left ventricle dipped in rota glide over v-18, which was successful.